Event description:
It was reported that the customer received an altitude alarm while hiking. Customer's blood glucose level was impacted. The alarm could not be cleared temporarily; however, the customer was ultimately able to load a new cartridge and insulin was resumed successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.